Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the patient feeling paresthesias in their leg was not reported by the clinical site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had paresthesias in the right leg that were at times unpleasant. It was noted that the event was not related to the study procedure, not related to the neurostimulator, not related to the leads, not related to the external device, and possibly related to the spinal cord stimulation therapy. Interventions taken included interrogating the device and reprogramming, and the outcome of the event was recovered/resolved as of (B)(6) 2018. No further complications were reported/anticipated.